Event description:
A physician questioned an axsym bhcg result of 5,600 mlu/ml on a pregnant patient. The customer tested a different specimen from the same patient and the result was >60,000 mlu/ml. No impact to patient management was reported.